Manufacturer narrative:
Product has been received by zimmer biomet and the investigation has been completed. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products: zimmer periarticular distal lateral fibular locking plate, catalog #: 47235701804, lot #: 61962474; 3.5mm x 14mm self-tapping cortical bone screw, catalog #: 47234801435, lot #: 62933605; 3.5mm x 16mm self-tapping cortical bone screw, catalog #: 47234801635, lot #: 62933610; 3.5mm x 16mm self-tapping cortical bone screw, catalog #: 47234801635, lot #: 63092674; zimmer universal 2.7mm locking screw, catalog #: 47482801202, lot #: 63020095; zimmer universal 2.7mm locking screw, catalog #: 47482801402, lot #: 63048406; zimmer universal 2.7mm locking screw, catalog #: 47482801602, lot #: 63114986. Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. Once the evaluation has been completed, a follow-up MDR will be submitted. This report is number 1 of 2 MDR's filed for the same patient (reference 0001822565-2017-02720).

Event description:
It is reported that the patient underwent a removal of a fibular fracture trauma plate approximately eight (8) months post-implantation due to a healed fracture. When the devices were removed, brown matter could be found on the plate and one of the screws. No additional patient consequences were reported.